Event description:
The complainant reported that during the therapeutic implant of the device (date unknown) in a patient (age and gender unknown), the peel-a-way sheath did not peel, and the handle broke off. The clinician then employed hemostats to grip the introducer to successfully complete the patient procedure with this same device. The complainant reported that there was no adverse effect to the patient as a result of this reported problem. The patient condition is noted as 'stable'.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation. We are unable to determine the relationship between the device and the cause for this event.